Event description:
It was reported that the patient presented to the clinic for routine follow-up complaining of swelling at the device site and fever. It was noted that she recently had a flu shot. A hematoma was suspected rather than an infection. Antibiotics were prescribed and a follow up scheduled for three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the hematoma has resolved with no further complaints or issues.